Manufacturer narrative:
The device should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient recognized bulging housing and leaking of the dacapo powerpack. The affected device was not returned yet. Currently, neither patient contact to battery chemistry nor any injuries have been reported. Device will not be returned to hq due to (B)(4) regulation.

Manufacturer narrative:
Conclusion: based on the received information, two out of four dacapo powerpacks were observed to have been leaking. This might be caused by the bulging of the housing which occurs when the device is not refreshed/used for a long period of time. The concerned devices will not be sent back for investigation. This is a final report.

Event description:
Patient reported bulging housing and leaking of two dacapo powerpacks. Neither patient contact to battery chemistry nor any injuries have been reported. Devices will not be returned to hq due to iata regulation.